Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks and bends were observed along the length of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. The introducer sheath was fractured approximately 63.0 cm from its distal tip. The introducer sheath was ovalized approximately 5.0 cm from its distal tip. Conclusions: evaluation of the returned smart coil revealed that the introducer sheath was ovalized near its distal tip and fractured near its proximal end, and the embolization coil had offset coil winds. If the introducer sheath is forcefully mishandled during use, damage such as a distal ovalization may occur. If the smart coil is advanced through the ovalized introducer sheath, resistance may be encountered, and the smart coil may not be advanced out of the introducer sheath. Forceful advancement of the device against this resistance may result in the offset coil winds on the embolization coil, and the introducer sheath fracture near its proximal end. During functional testing, the smart coil could not be advanced through the ovalization on the introducer sheath. Further evaluation of the device revealed pusher assembly kinks. This damage was likely incidental to the complaint and may have occurred during packaging for the device returned. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, two smart coils were implanted in the target location. While advancing the next smart coil, it was unable to advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.